Event description:
It is reported that the femoral impactor chipped during use.

Manufacturer narrative:
Eval: as returned, the impactor pad exhibits signs of significant use, including nicks, gouges, scratches, discoloration, and mushrooming. The device has a potential field age of approximately 14 yrs. Impactor ends become damaged through repeated use due to impaction on the poly. Normal wear and tear is the cause of the failure. Device history records indicate all components were mfg and inspected to specification.